Event description:
Adverse event(s): delay of surgery (no code available). Product problem(s): "system message displayed during case" (error message given). A facility reported, a sys message was displayed during a case. The laser module heated up and then shut down during the procedure. The temperature continued to increase when the setting was reduced. The sys was then switched out. No pt impact was reported.

Manufacturer narrative:
The company service rep examined the sys and confirmed the problem. The laser was recalibrated. The sys was then tested and met all product specs. No sample was returned for root cause and analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The sys passed all tests prior to release, and was shipped based on the company's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality/assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).